Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation. However, the technical assistance center (tac) provided remote troubleshooting, and during the call, olympus rep discovered that the footswitch batteries were inserted incorrectly. Once the batteries were inserted correctly, the footswitch successfully paired, confirming the customer's allegation. Based on the results of the investigation, it is likely the following led to the malfunction: batteries inserted incorrectly. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the laser footswitch would not pair with the laser, displaying a 139 error code. The reported event occurred during set and there were no reports of patient harm.

Manufacturer narrative:
A representative contacted the olympus technical assistance center for troubleshooting and it was discovered that the footswitch batteries were inserted the wrong way. When inserted correctly, the footswitch successfully paired. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.